Manufacturer narrative:
Intuvie received a pump and during device testing, the infusion pump failed the ground resistance test, measuring 0.201 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power supply module was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.011 ohm. No patient involvement was reported. Reference to complaint#: (B)(4).

Event description:
Intuvie received a pump and during device testing, the infusion pump failed the ground resistance test, measuring 0.201 ohm, which is outside the acceptable specification of less than 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power supply module was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.011 ohm. No patient involvement was reported.